Event description:
The customer reported that his blood glucose readings since (B)(6) 2019 were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter (serial # (B)(4)). During in-house investigation, the meter switched on as expected. The customer service mode was checked and no anomalies were found. The meter's memory showed that most recent tests performed were from 2011. Three control tests were run with the returned meter using in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All reading were properly stored in the meter's memory.